Manufacturer narrative:
(B)(4).

Event description:
The company was informed that the recipient's device was explanted. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly experienced an infection at the implant site. The recipient was treated with medication and cleaning of the site, however, the infection did not resolve.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding treatment were unsuccessful. The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed all the electrical tests performed. The residual gas analysis result revealed a nitrogen level above the limit. It is believed that this device was non-hermetic. Due to the presence of moisture getter, no signs of moisture were observed. This is not believed to be related to the return reason. The device was explanted for medical reasons. This is the final report.